Event description:
Event desc: ventricular lead failure believed to be MFR defect. Lead removed with laser and replaced. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.